Event description:
Dopamine drip set at 8.0 cc/hr. Registering 8.0 cc/hr, however, 75cc infused in 10 minutes. Patient became short of breath with palpitations, edg showed irregular rhythm. 02 was upped to 50% vm. Patient required adenosine & activen s/p bolus.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-93. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.